Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma (new or worsening). There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging asthma (new or worsening). There was no report of medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer dirt-like contamination was observed at the iso port on the rear panel, and black dust-like contamination was observed on the ui panel and bottom enclosure. Dust-like contamination was also present on the blower box, at the iso port on the interior of the rear panel, and at the air inlet of the blower box. The top of the blower motor exhibited dust-like contamination, while the bottom of the blower motor showed potential mineral deposit spots indicative of possible water ingress. Black contamination consistent with keratin was observed at the air outlet of the blower box. The manufacturer confirmed the presence of multiple contaminants that were not consistent with degraded sound-abatement foam and were most likely introduced from an external source. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's downloaded logs were reviewed by the manufacturer. There was zero error found. The manufacturer concludes there was no evidence of sound abatement foam degradation in the device and was not able to confirm the customer's complaint.